Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is not marketed in the us. Secondary surgical intervention, explant. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -6.00 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted, reporter stated " after icl implantation surgery the patient's vision and eye conditions were very good. However, the patient complained of severe glare and haloes and could not accept it. The patient was unwilling to accept other treatment methods". It was reported that the problem resolved after lens explant. Patient related factor was reported as cause of this event.

Manufacturer narrative:
Additonal information h3-device evaluation: lens returned in a micro-centrifuge vial with moisture and debris on product. Visual inspection found no visible damage and debris on lens. Claim# (B)(4).